Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3ml syringe slip tip with bd precisionglide¿ needle outer diameter of the syringe is deformed. No serious injury or medical intervention was reported.

Event description:
It was reported that 3ml syringe slip tip with bd precisionglide¿ needle outer diameter of the syringe is deformed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: 1 actual sample without packaging was returned for investigation and subjected to visual inspection. Observed damaged on the syringe barrel. A review of the device history record could not be performed as a lot number was not provided for this incident. Probable cause of the damage syringe could product was jammed at the leak test reject station at the 3ml assembly machine due to poor throw out. The poor throw out resulted the subsequent syringe to rub against the tooling and jammed product causing damage on the syringe barrel body. The fiber optic sensor at the leak test reject station may not be effectively to detect the part jam as the component is transparent. CAPA# 51108 had been initiated to address damaged syringe and action will be taken to replace the fiber optic sensor to photoelectric sensor to detect part jam.